Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa found the primary failure of failed engagement to be related to the customer reported complaint. The instrument failed mechanical engagement when placed in the system with error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of remotefe and engagement logs showed multiple engagement failures, which were caused by wrist pitch axis failures. As a result, functional tests were unable to be performed. Additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have a broken proximal pitch cable at the proximal end. As a result, loose pitch cable is observed at the distal end. This failure likely caused the engagement failures observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the large needle driver instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the device logs for the large needle driver (part#: 471006-12 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the large needle driver was last used on (B)(6) 2022 via system serial#: (B)(4). There were 3 uses remaining after this last usage. Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion during use. Unintuitive motion could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the large needle driver instrument was starting to move inappropriately with significant insufficient movements. The operating room (or) staff uninstalled the instrument and detached and re-attached the sterile adapter from the instrument carriage but after that, the instrument was not recognized from the arm. The or staff tried the troubleshoot process again one more time, but despite the effort, the same result occurred. The procedure was completed with no reported injury. On 14-nov 2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument had strange movements. It was not able to be manipulated properly. In addition, the movement of instrument wrists was inconsistent with the commands from the console surgeon. Moreover, the accident occurred on (B)(6) 2022 and the customer informed the distributor on (B)(6) 2022. No images of the device(s) or video recording of the procedure were available for isi review.